Event description:
Abbott diabetes care received a medwatch report in which the customer reported the adc freestyle libre sensor use with the freestyle librelink application provided low readings compared to readings obtained on the built-in reader. Details of the medwatch are as follows: "reported as dangerously low; I put the sensor on (B)(6) 2021 it worked fine until the evening of (B)(6). The monitor told me my sugar level was below 80. I didn't feel hypoglycemic but this alarmed me so I ate some thing with sugar in it to raise it up I kept checking my sugar all night and it started telling me it was "low" or under 40. I did not have another meter to check it with. I work at a medical facility and checked my sugar there and it was 140. FDA safety report ID # (B)(4). Readings that were "60 to 100 mg off". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.